Event description:
It was reported that the balloon was found to be very difficult to deflate after use. Reportedly, the balloon inflated using 1/2 and 1/2 hexabrix contrast, but only partially deflated. The balloon was pulled out of the vessel partially inflated. It was then hard to get the balloon out through the guiding catheter because it was still partially inflated. Force was applied and the balloon was successfully removed through the guiding catheter. No pt injury was reported.